Event description:
Being seen at (B)(6) for treatment related to tmj. This visit, the therapist again used a tens unit applied at the area in front of my ears and behind my neck. Applied blue heated pads and velcroed these around my head leaving my face, eyes, nose, mouth areas open. I turned on the tens until and as I turned the controls to increase the power. I noticed that left side control/electrode did not seem to be working. As I went to turn off the machine I felt a sharp pain, saw an arch of white light from the right side of my face to the left. I screamed, tried to get the velcro undone and take the electrode pads off. The therapist came back into the room and as he reached to the left side back of my neck to remove electrode pad, I again felt an intense pain, saw an arch of light come from the right side of my face and felt myself bite my tongue. I told him that his tens unit electrocuted me. I had to tell his staff how to make an ice pack to help control the bleeding. Once the bleeding was under control, I advised him that he needed to contact my dentist and that I could probably be seen. After looking at my tongue in their bathroom mirror, I told him that I might need stitches. He did call my dentist, but only mentioned the bite to my tongue after he discussed my wanting to stop therapy as I was not having any relief. The tens unit that he was using at his office was one that had the electrode wires on either side on the top of the machine and the adjustment knobs in between. I remember this as I have almost the same type of machine at home that I have used for my back. When I got home and continued to feel strange from the event. I called his office back and told him that I did not feel comfortable and that I should probably go to the ER for eval as I am a registered nurse and work telemetry with cardiac pts (for 15+ yrs), his responding to me was "it was just a 9 volt battery; it won't do much damage." It's how you reacted." I will not post here as to my response, but I did have a few choice words to say. I also advised him that if I were pregnant or had an unk heart condition that he could have killed me, to which he commented "if you were pregnant, I would not have used the machine on you." My comment was, that was not the point I am trying to make. Between this man and his office staff, if I were not a medical professional and knew what to do when this happened at their office, this could have been much worse than it was. I suffered a bite almost through and through to the right side of my tongue. I do have pictures and can tell you that it took over 2 months for this area to heal. He even had the audacity call me back the night after the bite and ask what the oral surgeon said and even told me I sounded better. I told him at that time that I would not, nor would I ever walk into his office again as I already had ptsd from an incident 3 yrs ago and by his ignorance and nonchalant attitude of the incident. I would not ever refer anyone to his office.